Manufacturer narrative:
Product analysis: visual and optical examination identified slight witness marks/deformation noted on the side of the bone screw heads; this is contrast to the significant overlap between locking ring and retained bone screw heads. Slight witness marks/deformation noted on locking ring associated with screw back out. Locking ring does appear to be fully seated. Hex deformation on both backed out bone screws and associated locking screw suggests significant torque utilized during the implantation on this side of the construct. Dimensional examination of the acp associated lockscrew washer diameter and the backed out bone screw head diameters all found to within print specification. The above observations are consistent with minimal engagement of the bone screws with the locking ring.

Manufacturer narrative:
(B)(6). (B)(4). These parts are not approved for use in the united states; however a like device catalog # 876-713, 876-853, (B)(4) was cleared in the united states. The device has been returned. The evaluation has not yet started hence, no conclusion can be drawn as of now.

Event description:
It was reported that the patient underwent a spinal surgery at c4-5 levels. A week after the surgery, loosening of a locking screw and screw was found by radiography. The revision surgery was scheduled on (B)(6) 2015. Posterior fusion is also planned for the revision surgery. Doctor's comment: screw was placed properly under a washer and locking screw was fully tightened so the reason of loosening is unknown. On (B)(6) 2015, the patient underwent revision surgery. Autograft implant, which was implanted in first surgery, was removed from the anterior approach. Posterior fusion was done at c2-c6 levels. Two screws at cranial side backed out. Patient's bone was bad and a screw was removed so effortlessly. Screw at dorsal side didn't back out but the screw was very loose to the degree that it could be pulled out with the plate. At the time of fixation locking may not have been properly done. The surgeon commented that locking was hard to do. Sales rep commented that micro was not used for the patient and check might have been improper due to patient's old age.